Manufacturer narrative:
(B)(6). Results: one unused, sealed sample was returned for evaluation. A simulated use test was performed by attaching the needle to a 3 ml bd syringe and testing for shield pull. A tight shield was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6007716. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle cap of a 18 g x 1 1/2 in. Bd¿ blunt 5 micron filter needle was difficult to remove and the user stuck himself with a clean needle once the cap was removed. There was no report of medical intervention.